Event description:
During a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment was for a tortuous, 80% stenotic lesion in the mid left anterior descending artery (lad). The direct stenting of a taxus express2 -2.75 x 20 mm stent was successfully deployed at 16 atms. However, upon deflating the balloon the physician was unable to remove the balloon from the stent. The physician had to push the balloon forward for it to be released from the stent. The physician was satisfied with the placement of the taxus stent and no further intervention was needed. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."